Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to an infection at the implantable pulse generator (ipg) pocket site. Symptoms included localized redness at the affected area. Although cultures were not taken, the patient was prescribed antibiotics to address the infection. The patient went home the same day and is recovering well.

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).